Manufacturer narrative:
A ge rep evaluated the system and performed filament and generator calibrations. There was nothing found indicating a problem with the collimator iris. A collimator iris error would stop the emission of x-rays. A low ma error would result in a reduction of image quality. There was no accidental radiation occurrence. System operates as intended.

Event description:
The customer reported the system displayed "collimator iris too large" and "low ma" error messages. No pt injury was reported.